Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Upon review, it was determined that the photo provided is not related to the current complaint. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® acd solution a blood collection tubes, foreign matter was seen inside of nine tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® acd solution a blood collection tubes, foreign matter was seen inside of nine tubes. No adverse impact was reported regarding the patient or user.